Event description:
Customer reports, the softclix lancet will not retract, and as a result, accidentally stuck her with the needle; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.